Event description:
Pt's blood glucose was normal (168 mg/dl) at 8:21 pm on (B)(6) 2009. At 1:16 the next morning, a bg of 210 mg/dl, 22 grams of carbohydrate and a 3.25 unit insulin bolus are recorded. The next bg test is at 11:07 am with a result of 354 mg/dl. Her bg remains elevated (343-391 mg/dl) that afternoon despite additional insulin administered. The pt's father's stated she is in hospital because of this. The exact timing of the hospitalization was not reported. The device was deactivated at 5:00 pm.

Manufacturer narrative:
The returned device was evaluated and functioned as intended. There was no internal occlusion of the fluid path, allowing for interrupted insulin flow. The needle mechanism fired properly and the occlusion sensor functioned as expected. There were, however, pulse width time outs shortly prior to deactivation, which indicate that the pump drive was laboring. The cause of these could not be determined. While the pod did not alarm during use, the occlusion sensor functioned as expected during the eval. We are unable to determine whether some product condition could have contributed to the pt's hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." When treating for hyperglycemia it recommends, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."